Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-jan-2007, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-12, information was received from a patient and healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (unknown dose and concentration) and baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. Information received reported the patient had a refill on (B)(6) 2019 and has been experiencing on and off withdrawal symptoms and itchiness since that refill. No troubleshooting could be performed due to lack of access to the product. No further information was reported. Additional information was received from a health care professional (hcp) via a device manufacturer representative on (B)(4) 2019. It was reported that a dye study was performed on (B)(6) 2019 and found that all the dye pooled in the pump pocket. They were able to aspirate the catheter during the dye study, but they think they were just aspirating fluid from the pocket because when they went to aspirate the catheter access port after opening the patient up during the catheter revision, they were unable to get back any fluid. The patient was in the middle of the catheter revision at the time of the call. The hcp reported that the connector piece was "half off." The pump segment was replaced. It was noted that they believed that the catheter "had been poked" during the refill on (B)(6) 2019 as the patient's symptoms started then. No further complications were reported.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-26, additional information was received from the healthcare professional (hcp). Additional information received reported the proximal aspect of the catheter was removed and a new segment was spiced in with a new connector. It was noted that the previous connected was an "old style" with two sutures ties around it to secure. There were no restraining loops of catheter behind the pump. The catheter issue was resolved. A new proximal piece was spliced in to replace the old catheter ("which had failed") and excess catheter to allow for restraining loop behind the pump. The old connector apparently disconnected possibly due to tension with no restraining loops.